Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. The device had cracked case at display window corners and minor scratches on the display window.

Event description:
Customer reported via phone call, the insulin pump alarmed motor error during basal delivery. Customer's blood glucose was 300 mg/dl. Troubleshooting was performed. Customer stated he took everything of and re-primed the device and it alarmed again the piston was going skewed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence without a reservoir. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.